Manufacturer narrative:
The ventilator was investigated by our field service engineer. The nozzle units in the gas modules were replaced but were disposed of by the healthcare facility. No device logs were provided. The nozzle unit is a part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete nozzle unit must be replaced during preventive maintenance, which is at least once a year or every 5000 hours of operation, whichever comes first. Since the replaced parts was not returned for investigation, the root cause of the reported failed pressure transducer test during pre-use check has not been determined, but the nozzle units were most likely contributing to the event.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.